Event description:
The physician attempted to implant a 2.25 x 18 mm resolute integrity stent in a severely calcified lesion. During deployment of the stent a dissection occurred and the physician was unable to continue. The patient went to surgery to treat the dissection. An echo was scheduled for a later date to check for ventricular damage.

Manufacturer narrative:
Evaluation results: root cause of the issue is undetermined. (No results available since no evaluation performed) ¿ device or procedural images not provided for review. (Inherent risk of procedure) ¿ dissection. Evaluation conclusions: (inherent risk of procedure) ¿ dissection. Root cause of the issue is undetermined. (Unable to confirm complaint) ¿ device or procedural images not provided for review. (B)(4).